Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown m2a magnum acetabular component, unknown, unknown, unknown m2a magnum acetabular component, unknown, unknown, unknown recap femoral head, unknown. Report source, literature: gaillard, m.d., gross, t.p. (2017). Metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis. Journal of orthopaedic surgery and research, 79(12), 1-12. Doi: 10.1186/s13018-017-0579-y. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02694. Product location unknown.

Event description:
It was reported in a journal article that eleven patients developed adverse wear-related failure. No revisions were reported for these patients. Attempts have been made and additional information on the reported event is unavailable.